Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device was damaged.

Event description:
It was reported that one day post implant it was noted that the leadless implantable pulse generator (ipg) was not pacing/capturing. During implant the device was deployed and two tines were noted to be engaged. The tether removal proved to be somewhat challenging with notable pullback on the device associated with tether removal. There was also noted to be motion on the device associated with the cardiac cycle. Numbers remained similar with those prior to tether removal, but with the one notable exception that the r waves had dropped which was not thought at the time to be a major complicating factor. Threshold was a bit variable but within range. The next morning after implant however, the device was noted to have dislodged, with total loss of capture. The ipg was removed via a gooseneck snare and a new leadless ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.